Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 400 mg/dl, and diabetic ketoacidosis. Cause of elevated bg level was unknown. Bg was treated with unspecified intravenous fluids. Reportedly, customer left the ER 8 and a half hours later. Reportedly, customer was not stable, however, declined to be admitted to the hospital. Customer's bg was 245mg/dl.